Event description:
Patient representative reported a patient, "currently has anaplastic large cell lymphoma and different health problems, with physical and psychological sequels." Pathological markers confirming alcl have not been received. Affected side is unknown. Device has been explanted.

Manufacturer narrative:
Email address: alternate email: (B)(6). The event of "lymphoma - alcl - suspected" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: bia-alcl.